Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had received a replacement part on saturday, but every time they wanted to use it, it kept telling them to do the set-up steps. Patient services worked with the patient to set up the controller for their implant. It was reported that the patient had been selecting clinician. The patient stated that saturday they successfully charged, but they were not able to use it to turn stimulation on since then and they had not had pain relief because it had been off. Patient services worked with the patient to turn stimulation on. The patient stated that now it was not going to the real painful place over their left hip. They felt it in their feet/ankles/knees and hip but it was not going high enough to hit the painful place. The patient stated they had also had injections there but nothing worked. It was reported that the patient had a CT scan and therefore emi exposure would be related to the issue. It was reported that the patient was on a and tried increasing but did not receive relief in the painful area. They then tried b and said it covered that area, but was too strong. They stated that they only used b for excruciating pain. When the patient laid down they had to lower it, as it was too strong when they were in the laying down position. It was reviewed that the patient had the option to use b and lower the amplitude until they had the chance to have reprogramming done. When asked when the patient realized their stimulation did not cover high enough they stated they did not know, but then stated since saturday and stated they had gone two days without stimulation. The patient stated that they wanted a rep to adjust their stimulation. An email was sent out to local reps. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.